Event description:
Edwards received information that a patient with a 25mm 2900 pericardial aortic valve underwent a valve-in-valve procedure due to severe aortic regurgitation secondary to structural valve deterioration after implant of ten (10) years and four months. A symptom of dyspnea on exertion was seen. A 26mm edwards transcatheter valve was implanted in replacement.

Manufacturer narrative:
Updated b5 per new information received corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
D1./d4./g4. This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a patient with a 25mm pericardial valve had severe aortic regurgitation secondary to structural valve deterioration after implant of unknown period. A symptom of dyspnea on exertion was seen. Due to his high age, valve-in-valve procedure is under consideration.